Event description:
The information provided to sjm indicated a 6f angio-seal sts plus was selected for use following a percutaneous coronary intervention (pci). A 76 procedural sheath had been used. The hemostatic roll was removed six hours following the procedure and after overnight bedrest, the patient was discharged. One week following discharge, the patient presented with a fever (38 degrees celsius). Sepsis and a 3 cm pseudoaneurysm (currently reducted to 1 cm) as well as swelling. Pathogenic bacteria were found and the patient was treated with vancomycin and meropenem. Artificial graft bypass surgery was performed to bypass the puncture site. Cefzon is being administered at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.